Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion. The patient condition before and after the procedure was good.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. No sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. Battery depletion is normal based on device usage.